Event description:
The customer reported having unexplained high blood glucose of 508mg/dl. The caller had symptoms such as nausea, vomiting, and body aches. The customer declined troubleshooting as he believes that there is not related with the insulin pump, and his illness is causing the high blood glucose. The customer called back and stated that the insulin pump has a crack near the up arrow. Troubleshooting was performed. The date and bolus wizard settings were correct, but the time was off by five minutes. Reviewed the alarm history and found a few low reservoir alarms. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. During the call, the customer mentioned being hospitalized due to diabetes ketoacidosis and high blood glucose of 700mg/dl. The caller stated that his blood glucose was able to drop to 93mg/dl, and the doctor had him on a temp basal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.